Event description:
Complainant reported that the tip of the 3.5f beta-rail catheter broke off in patient and was removed without surgical intervention. Patient's current condition is stable and no adverse event was noted.